Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing was leaking at infusion set tubing hub on (B)(6) 2024. The infusion set was in use for one minute. The blood glucose level at the time of event was 115mg/dl. The patient continued to use the current infusion set and resume insulin. No further information available.

Manufacturer narrative:
(B)(4).